Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("excessive abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicectomy and ruptured appendix. Concurrent conditions included acid reflux (oesophageal) and anxiety. Concomitant products included omeprazole for acid reflux (oesophageal) as well as bupropion (wellbutrin) since 2010. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines") with headache, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). In (B)(6) 2014, the patient experienced rash erythematous ("red itchy skin"), eczema ("eczema") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ heavy perids/heavy clot filled periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), arthralgia ("joint pain"), menopause ("peri menopause"), confusional state ("confused and feel I'm going nuts"), abdominal pain ("piercing abdominal pain") and fear ("scared to have surgery"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine, menorrhagia, vaginal haemorrhage, rash erythematous, dysmenorrhoea, dyspareunia, fatigue, alopecia and nausea had resolved and the back pain, arthralgia, eczema, weight increased, menopause, confusional state, abdominal pain and fear outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, confusional state, dysmenorrhoea, dyspareunia, eczema, fatigue, fear, genital haemorrhage, menopause, menorrhagia, migraine, nausea, pelvic pain, rash erythematous, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan - on (B)(6) 2016: enlarged uterus. Concerning the injuries reported in this case, the foloowing ones were reorted via social media: peri menopause, confused and feel I'm going nuts, piercing abdominal pain and scared to have surgery. Most recent follow-up information incorporated above includes: on 13-jun-2018: social media case. New reporter added. Lab data and historical conditions added. New events added- peri menopause, confused and feel I'm going nuts, piercing abdominal pain and scared to have surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("excessive abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acid reflux (oesophageal) and anxiety. Concomitant products included omeprazole for acid reflux (oesophageal) as well as bupropion (wellbutrin) since 2010. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines") with headache, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). In (B)(6) 2014, the patient experienced rash erythematous ("red itchy skin"), eczema ("eczema") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine, menorrhagia, vaginal haemorrhage, rash erythematous, dysmenorrhoea, dyspareunia, fatigue, alopecia and nausea had resolved and the back pain, arthralgia, eczema and weight increased outcome was unknown. The reporter considered alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash erythematous, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information added. Patient lab data added. Concomitant condition added. Events abnormal bleeding (vaginal), red itchy skin, eczema, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, nausea, weight gain added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), migraine ("migraines") with headache, arthralgia ("joint pain") and menorrhagia ("excessive and abnormal bleeding during menstruation/ heavy perids"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, back pain, migraine, arthralgia and menorrhagia outcome was unknown. The reporter considered arthralgia, back pain, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 14-sep-2017: event excessive abnormal bleeding added and headache consider as symptoms of migraine. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.